Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred 15 minutes into the hemodialysis (hd) treatment. The nurse explained that the leak was not visible in the dialyzer. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used and alarmed with a blood leak alarm. Fresenius bloodlines were being used. Blood leak test strips were used and tested positive for the presence of blood. There was no damage noted on the dialyzer. There was patient blood loss, but an estimated amount was not indicated. There was no patient injury, adverse event or medical intervention required as a result of this event.the patient finished treatment on the same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred 15 minutes into the hemodialysis (hd) treatment. The nurse explained that the leak was not visible in the dialyzer. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used and alarmed with a blood leak alarm. Fresenius bloodlines were being used. Blood leak test strips were used and tested positive for the presence of blood. There was no damage noted on the dialyzer. There was patient blood loss, but an estimated amount was not indicated. There was no patient injury, adverse event or medical intervention required as a result of this event.the patient finished treatment on the same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation:a sample from the reported lot number was returned for evaluation. The dialyzer was subjected to a laboratory internal leak test and no leak was found, there was evidence of an external leak with blood in the threads of the dialyzer so an external leak test was also performed and a leak was detected from beneath the cavity ID end header cap at 9.0 psi. Upon removal of the header cap the polyurethane (pu) cut surface was found to be damaged, at approximately 0°, with the ports positioned at 0°. The damage was in the form of a gouge in the pu, positioned on the outer perimeter, and would be beneath the o-ring with the header cap on. No other damage or irregularities were noted on the returned sample. See the attached photo and test documentation in the content tab. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred 15 minutes into the hemodialysis (hd) treatment. The nurse explained that the leak was not visible in the dialyzer. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used and alarmed with a blood leak alarm. Fresenius bloodlines were being used. Blood leak test strips were used and tested positive for the presence of blood. There was no damage noted on the dialyzer. There was patient blood loss, but an estimated amount was not indicated. There was no patient injury, adverse event or medical intervention required as a result of this event.the patient finished treatment on the same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation:the complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint. A sample was not returned. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.